Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 403 mg/dl at the time of incident and the current blood glucose level was 434 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was treated with bolus for high blood glucose level. Customer also stated that insulin pump had insulin flow block alarm. Customer already changed the entire infusion set and manual bolus. Customer stated that alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.